Event description:
It was reported that the bd¿ insulin syringe had no label. The following information was provided by the initial reporter: "on this po, we received an item without a label."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-jun-2022. H.6. Investigation: customer returned images of a shipping carton and (1) shipping carton of bd insulin syringes. The carton does not feature any applied identifying label of any kind. While the carton can be identified as an embecta/bd carton due to the print on its surface, no labels are present. A review of the device history record was completed for batch# 1207463. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of a shipping carton not having any labels. A definitive root cause cannot be determined.

Event description:
It was reported that the bd¿ insulin syringe had no label. The following information was provided by the initial reporter: "on this po, we received an item without a label."

Manufacturer narrative:
Correction: the lot# was provided, and the following fields have been updated: d.4. Medical device lot #: 1207463. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 26-jul-2021.

Event description:
It was reported that the bd¿ insulin syringe had no label. The following information was provided by the initial reporter: "on this po, we received an item without a label."